Event description:
It was reported that patient experienced infusion set cannula was bent which led to high blood level and it was addressed by correction bolus via pump event on (B)(6) 2026. The site of insertion was on abdomen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number and serial was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.